Event description:
It was reported that the patient presented at the clinic after receiving an alert that the device was at eri. Premature battery depletion was noted. The device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.